Event description:
It was reported that during the implant procedure the external insulation of the left ventricular (lv) lead detached from the conductor when flushing with water. The left ventricular (lv) lead was not implanted and a new lead used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).